Event description:
A site in (B)(6) reported that a patient received laser treatment for facial telangiectasia and responded with an adverse reaction on the treated area. The site reported that the patient had returned to the site on (B)(6) 2013 to report small scabs and depressions on the treated area. It was also reported that the patient had applied gentalyn beta on the treated area 3 times per day for 30 days.

Manufacturer narrative:
The product was installed at the user site (B)(4) 2012. There have been no clinical complaints from the user site regarding this specific serial number since that time. The product device history record and service history was reviewed (B)(4) 2013 with no issues found. The treatment parameters reportedly used by the operator were not within the treatment parameters for facial telangiectasia as recommended by candela's treatment guidelines. A candela field service engineer inspected the unit involved in the event and reported that the unit was operating within specification. The doctor suggested that the adverse effect may be due to "a bacterial infection on purpurical lesions" amplified by the gentalyn beta used on the treated area. Based on what was reported by the site, the use of non-recommended treatment parameters and the use of gentalyn beta on the treated area may have been contributing factors to the injury.